Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The surgeon implanted the od lens intended lens into the patient's left eye (os). The surgeon had to reposition the lens to a different rotation. This resolved the problem. The cause of the event was reported as user error.